Event description:
It was reported that the user, newly trained on ilet, became confused by the meal announcement workflow and entered multiple consecutive meal announcements, after which she developed hypoglycemia and disconnected the ilet; troubleshooting and education on proper meal announcements and supply change were provided, and she planned to restart later with additional guidance. Symptoms included impaired thinking, brain fog, and marked weakness consistent with hypoglycemia, with a documented nadir of 43 mg/dl and low glucose lasting approximately four hours. Outcomes included self-treatment with oral carbohydrates and no need for professional medical intervention or external assistance beyond supportive presence. Investigation included case review and user re-education focused on correct meal announcement use. Investigation of this case revealed user error related to accidental repeated meal announcements leading to insulin over-delivery and resultant hypoglycemia, with no device alarms reported beyond standard low and urgent low alerts. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect meal announcement inputs and not a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.